Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device¿s sleep/wake button intermittently failed to respond, at times taking several minutes to wake, and the issue could not be reproduced during basic troubleshooting. Symptoms included no adverse clinical effects and no changes in glycemic status. Outcomes included no alerts, no alarms, and no medical intervention or hospitalization. Investigation included user education and guided troubleshooting over the phone, with a request for a video capture if the issue recurs. Investigation of this case revealed an intermittent user interface responsiveness concern localized to the sleep/wake button, with no confirmed device malfunction and no impact to therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.